Event description:
The customer reported that their analyzer was freezing up. Upon changing their batteries, the customer noted the analyzer overheating. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Upon request for return, the customer noted they had already discarded the analyzer. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.